Event description:
The affiliate is reporting the ceramic tip of the electrode broke during use. The surgeon removed the broken piece and was able to complete the procedure. There were no adverse effects reported to the patient.